Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 208mg/dl. The expected fasting blood glucose test result range is 170-180mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. Customer states she missed her last doctor's appointment, and due to the high results, she scheduled an appointment for this week. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 01/26/2021 and open vial date is 09/15/2019. The meter memory was reviewed for previous test result history. (B)(6).